Event description:
The customer reported an issue with their tslim x2 pump, which inaccurately indicated no insulin remaining after two days, despite 1 ml still being in the cartridge. There was no reported impact to the customer¿s blood glucose level. The customer attempted to resolve the issue by resetting the pump and changing cartridges, but these measures did not work. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.